Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿efficacy of the endoscopic ultrasound-first approach in patients with suspected common bile duct stone to avoid unnecessary endoscopic retrograde cholangiopancreatography¿. The literature reported the result of 62 cases of the endoscopic retrograde cholangiopancreatography (ercp) procedures for patients with common bile duct stones (cbds) using olympus duodenovideoscope model tjf-260v from april 2012 to march 2016. In the subject cases, 4 cases of mild abdominal pain and 4 cases of pancreatitis occurred. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. Therefore, omsc is submitting a total of 8 mdrs for the reported events. This report is 1 of 4 reports for pancreatitis.